Event description:
It was reported that the customer had an issue where the insulin pump stopped at 100 units. Customer had a no delivery alarm and reported that it was resolved by a complete set change. Customer changed the whole set and noticed that the tip was bent. Customer discarded the item. Customer stated that the pump is working at this time. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.